Event description:
Per the clinic, the patient experienced performance decrement with the device. The impedances was also abnormal and the number of unusable channels has been increasing making it difficult to reprogram the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.